Manufacturer narrative:
Pump was primed and run at 300 ml/hr using water to simulate conditions of incident with user. All alarms have been checked and worked properly. Complaint could not be confirmed.

Event description:
Customer stated that the screen suggested pump was running, however, the food did not move through tubing. Rate and dose are 300 ml/hr and 300 ml. No patient harm.